Event description:
Customer reported a malfunction alarm identified as malfunction 12, which had occurred on at least three occasions, but no notable events happened prior. There was no adverse impact on the customer's blood glucose level, as it remained below 500 mg/dl. Technical support arranged for a pump replacement, confirmed the customer was informed of this necessity, validated the shipping address, and instructed the customer to allow the old pump's battery to deplete before returning it with the provided pre-paid label and return box. Customer was to continue using the current pump for backup therapy until the new one arrived.